Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5058022.

Event description:
It was reported that the patients leads had migrated. No device malfunction suspected. The patient underwent replacement procedure and all explanted devices were not returned.